Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the device was interrogated the data listed ventricular pacing as unipolar in one place and bipolar in another. The device is still in use. No patient complications have been reported as a result of this event.